Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2017 and (B)(6) 2018. Serial number was not provided. If implanted, give date: unknown, but the best estimate is between (B)(6) 2017 and (B)(6) 2018. There is no indication that the lens was explanted. (B)(6). (B)(4). The device was not returned for analysis as to date it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion of the intraocular lens (model aab00) into the patient's operative eye, a temporal zonular dialysis occurred with mild vitreous loss. A capsular tension rings (ctr) was inserted into the eye, on the back of the implant. An anterior vitrectomy was performed. Reportedly, the lens was centered. The patient''s vision was reported to be 6/12. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).